Manufacturer narrative:
This MDR report is related to MDR number 3011632150-2020-00015. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This MDR report is related to MDR number 3011632150-2020-00015. The patient was treated as part of the (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the distal third of the superficial femoral artery (sfa) and the distal popliteal artery of the right leg. Two biomimics 3d vascular stents were implanted. One 6.0 x 125 mm stent and one 7.0 x 100 mm stent was implanted. On (B)(6) 2019 a restenosis of the treated vessel (target vessel) was identified. This event was not related to the device or the procedure but was described as a worsening of a pre-existing condition. Percutaneous intervention took place on the (B)(6) 2019 and involved bypass/graft. On the 27-january-2020 the site provided new data stating that the event involved a target lesion revascularisation and the event was described as being related to the target lesion. The outcome of the event is described as resolved/recovered. The device remains implanted.